Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product (alleged unknown bard/davol flat) was implanted into the patient. The attorney alleges that the hernia repair product that was used in the procedure resulted in the patient experiencing pain and harm. The attorney alleges the patient experienced defective mesh and permanent injury.

Manufacturer narrative:
Addendum to the supplemental report. This follow up emdr is being sent to correct the 510k number previously reported as well as to show that a DHR review was performed for this device. With the currently available information, no definitive conclusion can be made.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information provided from a medical record review. The medical records indicate the patient experienced fistula, abscess and infection. Fistula is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." While the medical records indicate the patient experienced infection, the source of the infection is unknown at this time. While the surgeon signed an affidavit in (B)(6) 2015 to indicate that the mesh was in someway deformed, the medical records provided do not mention any type of material deformation during the explant procedure in (B)(6) 2013. Based on the information provided, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The subject product is part of the composix kugel recall.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - the patient underwent ventral hernia repair with implant of a composix kugel mesh. The operative details were not provided for this procedure. On (B)(6) 2013 - the patient presented to the ER with abdominal pain and an abdominal abscess over the previous ventral hernia repair site. A CT scan was performed which revealed an abdominal wall abscess tracking to the deep musculature. The patient was diagnosed with infected ventral hernia mesh and a small bowel fistula and underwent removal of the composix kugel hernia patch, debridement of skin, small bowel resection followed by a primary closure of the abd wall defect. Based on an affidavit signed (B)(6) 2015 by the surgeon, the surgeon indicates the mesh was deformed.